Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 8 of 8 devices were returned for evaluation. Evaluation of five devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of three devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 8 malfunction events where a midwest e mini handpiece overheated. In 2 events, the patient outcome is unknown despite reasonable follow-ups. In 2 events, a patient experienced a minor burn that did not require intervention. In 4 events, no injury resulted.